Manufacturer narrative:
Premature battery depletion was not confirmed. Session record history indicated that device was transmitting at maximum transmission. Total projected longevity was 0.99 years based on transmission activities, and device was implanted for 0.81 years, which exceeded the 75% projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was implanted for 10 months and premature battery depletion was suspected. Th device was explanted to resolve the event. Further information was requested but not received.